Event description:
It was reported that there was a malfunction resulting in loss of ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode per 21 cfr 806 on 02-apr-2025. The FDA recall numbers are: z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025. Customers were sent a letter explaining the issue and providing instructions for inspecting for effective ventilation in volume control ventilation (vcv) mode. Gehc will correct all devices that fail the ventilation screening test at no cost.

Event description:
This unit was identified as having an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode that indicates it may be impacted by a correction initiated by ge healthcare (gehc) on 02-apr-2025 (recall numbers z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025). There was no patient involvement.